Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the original cartridge and resume insulin therapy, resolving the issue.